Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: when the packaging of the product was opened, the patches were always broken in small pieces when trying to roll it. The material is not flexible enough. The issue occurred prior to use. There was no patient involvement.